Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer were able to clear the alarm and able to rewind the insulin pump. Displacement test passed. The self test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump alarmed pump error. Insulin pump passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Insulin pump successfully downloaded to thus. No pump error alarms noted during test. Verified in the pump history download the pump alarmed pump error on (B)(6) 2021 17:22:28.000. The motor was tested outside of the device and passed. The motor had a intermittent failure not detected during test. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, cracked case (battery tube), faded serial number label, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error alarms noted during test and the motor was tested outside of the device and passed. The motor had a intermittent failure not detected during test.